Event description:
It was reported that the patient presented in clinic for a magnetic resonance imaging (MRI) procedure. The patient's MRI conditional implantable cardioverter defibrillator (ICD) entered MRI related backup operation. Prior to the scan, the MRI settings were enabled. Programming changes were made to resolve the issue. The patient was in stable condition.